Manufacturer narrative:
There was no patient injury. Medical intervention was necessary to retrieve the unopened filter from the body. This malfunction of the device would not lively cause or contribute to a death or serious injury, if the malfunction were to recur because the physician would notice that the filter had not opened. A review of the dhrs and inspection records was conducted by and no discrepancies were found. Only the filter was returned for evaluation. The filter was received expanded. The filter was placed in a hot water bath and allowed to expand. It was measured according to procedure and its diameter was found to be within specification. This failure mode (filter out of sheath but does not expand in vessel) is a potential failure mode. There were no other similar complaints for this lot number. A definitive root cause of the filter not expanding was not determined.

Event description:
The filter was deployed from the groin. When the filter was unsheathed the legs did not open. The physician immediately tried to retrieve the filter. The legs eventually opened once it was out of the body.